Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that intermittent undersensing was observed via remote transmission. When the patient presented for evaluation, loss of capture and dislodgement were observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient is doing well and will continue to be monitored with routine follow-up.